Event description:
During a "ptci," the stent was inserted to treat a lesion in a saphenous vein graft to the circumflex. Upon advancement, the guiding cathter was backing out and losing support and the stent would not cross the lesion, so the stent was dottered in order to cross (contrary to IFU). The stent still did not cross, so it was removed and the stent was no longer on the sds. The stent was located in the coronary and a snare was used to retreive it.